Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zmc. During review of the distributor evaluation, the evaluation indicated that receptacle was loose and the j4 connector was damaged on the defibrillator board. The j4 connector is the high voltage connector that connects the belt receptacle to the defibrillator board. The cause of the alarms is the damaged receptacle and connector. The root cause of the damaged receptacle and connector is excessive force. Based on the analysis of the distributor incident files, the corrosion cannot be ruled out as a contributing cause of the constant gong alarms. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and that the receptacle on the monitor was damaged.